Manufacturer narrative:
A customer reported the presence of foreign material inside the packaging. One sample in an opened blister package and three photographs were submitted to the quality team for evaluation. A visual inspection confirmed a piece of red tape adhered to the inner side of the packaging bottom web. The photographs matched the sample received, and no other defects or imperfections were observed. This condition may have occurred if the splice tape used during the start of a new roll of packaging web was not removed. A device history record review was completed for material number 302830, lot 4305219. The review did not reveal any detected quality issues during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. The sample will be shown to production associates to raise awareness. To date, no other similar events have been reported for this lot. Based on the investigation and returned sample analysis, the customer¿s reported symptom is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: material # 302830 batch # 4305219 verbatim: rcc received a complaint via email. Email(s) attached. Item: 302830 quantity affected: (B)(4). Serial/lot number: (B)(6). Po :(B)(4). Are any samples available for return? Yes reported issue: foreign object inside the sterile packaging. Customer disposition request: replacement.